Event description:
The following was provided by the customer via online survey. ¿ultrasounds have very poor image quality. They struggled to see the true needle tip and were looking at shaft because that was the only thing that would show up on ultrasound.¿.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. The customer filling in the survey opted to remain anonymous. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.